Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was observed to have wattage elevations, low pulsatility index (pi) and elevated central venous pressure (cvp). The pt reportedly complained of increasing lethargy and required two inotropes. Coumadin had been started on the evening of the implant. Two days post-implantation of the lvad, hosp made a decision to exchange the pump.

Manufacturer narrative:
The pt remains ongoing on lvad support post the pump exchange and no further issues have been reported. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.